Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported closure device embolization occurred. A concomitant left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that the closure device was not in the laa. Computed tomography imaging showed that the closure device was in the descending aorta at the bifurcation of the common iliac arteries. The physician successfully retrieved the closure device percutaneously. The patient was not experiencing any complications as a result of this event.

Manufacturer narrative:
D4: lot number and d4 expiration date updated.

Event description:
It was reported closure device embolization occurred. A concomitant left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that the closure device was not in the laa. Computed tomography imaging showed that the closure device was in the descending aorta at the bifurcation of the common iliac arteries. The physician successfully retrieved the closure device percutaneously. The patient was not experiencing any complications as a result of this event. It was further reported that a 27mm wds was first attempted but had lower end compression and then removed from the patient. The patient was reported to be stable, and a second implant attempt will be performed in the future.